Event description:
It was reported that during a procedure to treat an eccentric, de novo lesion in the proximal left main with no tortuosity and 75% stenosis, a 4.0x18 rx xience xpedition coronary stent system was advanced via direct stenting and was deployed at 18 atmospheres. After the 4.0x18 rx xience xpedition coronary stent system was withdrawn from the patient anatomy, fluoroscopic evaluation of the treated site indicated that plaque had shifted distally toward the left main bifurcation (left anterior descending artery/circumflex). A 4.0x24 non-abbott stent was implanted at the same treatment site overlapping the previously implanted xience xpedition stent extending to the distal end of the left main. The patient went into cardiac arrest and adenosine, reopro and saline were administered and cardiopulmonary resuscitation was performed to recover the patient. Reportedly, the physician clarified that the cardiac arrest was related to the patient condition and not due to the stenting procedure and was not caused by the stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight 190cm. Guide cath: mdt ebu 3.5. Sheath: 6f. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device xience prime and is therefore similar to a device sold in the u.s. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the patient had suffered an acute myocardial infarction the previous day on (B)(6) 2012 and a stent was implanted in the right coronary artery to treat the lesion. During the procedure, no re-flow was detected after dilatation of the xience xpedition stent due to the plaque shift. Reportedly, the non-abbott stent that was implanted overlapping the previously implanted 4.0x18 rx xience xpedition stent successfully treated the plaque shift. According to the physician, due to the fact that the lesion was very unstable, the cardiac arrest was not related to the device. The procedure ended successfully and there was no adverse patient sequelae.